Event description:
Md writes, "baby girl was the 2620 gm product of a full term gestastion to a 29-year-old woman in her second pregnancy. According to the labor and delivery records there was cephalopelvic disproportion. A review of nurse's entry indicate that there were decelerations present on electronic fetal heart monitoring with intervals of bradycardia. On 9/17, at 2:30 pm, a nurse's entry indicates that the baby's heart rate dropped to 60 beats per min. The records further indicate that vacuum extraction was attempted but failed leading to a cesarean section. The dictated delivery note indicates that the baby was "removed with much difficulty". After birth, the baby required resuscitation including intubation and the use of assisted ventilation by bag. Apgar scores were 6 and 8 at 1 and 5 mins respectively. After birth, the initial examination of the baby indicated abnormalities of the scalp. There was a caplet and the oozing of blood. The baby's neurological examination was characterized as abnormal with the presence of low muscle tone. The baby had a weak cry and poor head control. The baby's cord ph was 7.05. There are pertinent lab data from the first day of life which include a nucleated red blood cell count of 27 and rbc/100 wbcs and a positive c reactive protein. By the next day, it was clear that the baby was quite termulous and in addition, episodes began which consisted of tongue thrusting, staring, and stiffening of the body. During that time, there was reduced respiration. The baby's examination at that time revealed an increase in muscle tone. Seizures were considered a possibility. A lumbar puncture was performed which demonstrated the presence of a subarachnoid hemorrhage. A CT scan of the brain was performed which revealed small ventricles and obliterated cerebral sulci and fissures suggestive of subarachnoid hemorrhage. The physician's note discussed the possibility of "diffuse edema". Phenobarbital was not initiated at first, but after the appearance of further episodes, phenobartital was started. After a consultation the pt was transferred to another hosp. At the other hosp the seizures were well managed using phenobarbital. A diagnostic evaluation was continued including herpes cultures which were negative. The baby had an MRI which revealed an interhemispheric subdural hematoma. This MRI was performed on the 13th day of life and on that day, the ventricles, cisterns, and sulci were normal. It was the opinion of the pediatric neurologist on the 6th day of life that the seizures were "probably hypoxic". The records of the treating pediatricians indicate that the pt has encountered further difficulties. While she did walk at 1 year of age, her language was characterized as delayed. There were some problems with her scalp wound. She developed strabismus. In a consultation performed on 10/1/98, she noted that the pt who was 25 months of age at the time, had a tendency to toe walk, had a tight heel cord on the left, and had reduced language consisting of approximately ten words. She was referred to a preschool handicapped program. The pt was seen by me in pediatric neurological consultation an 3/8/99. She was accompanied to the office by her mother. The pt is currently 2-1/2 years of age. The mother confirmed the fact that the pt has spoken late. She still does not speak complete sentences. Many of the words that she uses are difficult to understand. Her speech is slow to produce and she experiences frustration when she tries to express herself and cannot. She does not take anti-seizure medications and has had no seizures. The mother also confirmed that the pt had strabismus surgery and may require a second procedure. She is currently receiving treatment through an individual family svc plan. The general physical examination reveals a 1 cm x 4 cm rectangular scar at the top of the head. The pulse is 100 and respirations 18. The head circumference is 45 cm. The heart and lungs are normal. There are no obvious dysmorphic features. The neurological examination revealed an alert, friendly and happy little girl who smiled responsively. She was heard to speak. Many of her words were poorly understood and poorly articulated. She could name several objects that would be age appropriate. She could pile up seven blocks. She could draw a circle, and a straight line and a horizontal line, but not a cross. There were no cranial nerve abnormalities. Muscle tone was decreased. She was observed to walk on her toes. Her reflexes were slightly exaggerated. Clinical impression: 1. Developmental language delay. 2. Mixed hypotonia-spasticity. 3. Traumatic brain injury secondary to vacuum extractor. Formulation: the pt is a young girl with significant developmental issues. Her language is delayed and at the present time, she has significant articulation difficulties. She has low muscle tone and increased reflexes and she is a toe walker. She has had seizures in the past. All of these neurological issues occur in the context of a girl who was significantly injured at the time of her vaginal delivery because of the use of a vacuum extraction. At birth there were significant abnormalities of the scalp with a caput. The baby was severely depressed. With these findings, a lumbar puncture demonstrated subarachnoid hemorrhage and a CT scan confirmed these findings. An MRI later revealed the presence of an intrahemispheric subdural hematoma. This traumatic brain injury is the cause of the neurological problems that currently confront the pt. It is also the cause of the strabismus. These neurological problems are likely to see some improvment as she ages in the future; however, it is my medical opinion that there will be a significant learning disability in the future and continued motor impairment. She will require intervention with physical and speech therapy. She will require child study team support in school. Continued in b6.